Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This device model was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-00128. It was reported the pt ((B)(6)) experienced heating while recharging the ipg. In addition, the pt reported a previous occurrence of overstimulation from the ipg during air travel.